Event description:
It was reported that the user contacted support during a supply change because insulin did not appear to advance past approximately (B)(4) units during tubing fill, and it was subsequently identified that the infusion set connector was not fully attached; after guidance to properly attach the connector, the supply change was completed and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery with successful completion of the procedure and no alerts or alarms. Investigation included technical support troubleshooting and user education on correct infusion set connection and tubing fill steps. Investigation of this case revealed an infusion set connection error that prevented normal flow until the connector was fully seated, consistent with improper deployment or attachment of the infusion set components. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.

Manufacturer narrative:
Initial.